Event description:
The hcp reported that the pump was explanted after approx 44 mos due to pain. The hcp questions a "stalled rotor." The device was returned to the MFR for analysis. Another pump was implanted. The pt outcome is reported as "good."